Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 29 mg/dl at the time of hospitalization. Customer stated that the cause of the low blood glucose was because she took 5 units of insulin and did not eat. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.